Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report a gripper actuation issue. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw clip was successfully implanted at a2/p2, significantly reducing mr. To further reduce mr, an xt clip was inserted, and grasping was performed laterally of the first clip. However, when rotating the arm positioner, the physician noted that it felt tight and squeaking sound was heard. Also, it was observed on fluoroscopy that the clip arms did not completely close. The clip arms were attempted to be closed more and were able to close to roughly 25-30 degrees. At this time, mr had reduced; therefore, the physician decided to deploy the clip. To further reduce mr, a nt clip was inserted, but while steering, it was observed on fluoroscopy that the xt clip had opened to about 50-60 degrees, causing mr to slightly increase. It was noted the xt clip was still stable on the leaflets. Since the mr slightly increased, the nt clip was repositioned and grasping was performed. However, it was observed the posterior gripper was not lowering. The lock lever was cycled, but the gripper did not lower. The physician decided to remove the clip, but while attempting the removal, it became caught in the chordae. The clip was able to be removed from the chordae. It was then observed that the grippers were working; therefore, grasping was performed and the clip was successfully implanted. Mr was reduced to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, the reported gripper actuation issue was due to procedural conditions/user technique used during the procedure. The reported difficult positioning with the anatomy was due to operational context as the clip was caught in the chordae during the procedure but was able to be freed. There is no indication of a product issue with respect to manufacture, design or labeling.